Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a check heater line alarm. The reported condition was not confirmed due to lack of product sample. A batch review was not performed because lot information was unknown. Based on the information obtained from baxter's investigation, the root cause of the alarm was not determined. There was use error identified; the patient disconnected the heater bag during troubleshooting. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
The home patient (hp) contacted baxter's technical service center regarding a check heater line alarm which occurred on the homechoice (hc) during fill 1 of 3. The fill volume (fv) equaled 177 ml. The baxter technical service representative (tsr) assisted the hp with troubleshooting. The hp stated, the hc alarmed again. The hp further stated, he had taken the other heater bag off and added a new bag but was getting the same alarm again. The tsr explained proper set up procedures per user manual. The tsr then instructed the hp to cycle power to end therapy to start over with new supplies. The hp refused and pressed go to continue therapy. The hp confirmed the hc resumed filling as normal. There was no patient injury or medical intervention indicated at the time of the initial report.